Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following a micro-stent implant procedure, a patient had mild central edema and red blood cells in the anterior chamber. The surgeon can see the stent. There is some heme, but it is not obstructing the lumen. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema and migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative hyphema and stent dislodgement or movement are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).